Manufacturer narrative:
5076-52 lead was implanted on (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.